Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During the insertion of the cup, the impaction ring became detached. Plastic residue fell into the bottom of the cup.